Manufacturer narrative:
Concomitant product: product ID 8835, serial # unknown, product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Approximately 9 months prior to this report, a programming error was made where the patient would ¿use her medication up in two weeks¿; the patient would get too much medication. The mistake was caught by the pa within 30 minutes. The patient was aggravated that she had to go back to the clinic to fix it; she drove back the same day the incident occurred to get it taken care of. The pump was updated and the patient was okay. The device system was delivering marcaine and morphine. The details regarding the programming error were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.